Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported peeling. In this case, based on the reported information, it is possible that the guide wire was used with the atherectomy device used in the procedure causing damage to the polymer coating and the appearance of peeling; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion. Atherectomy was performed and a 300cm ht command es guide wire (gw) was advanced towards the lesion when the gw coating was noted as peeling. The gw was removed from the anatomy and the peeling was confirmed. A second, same sized ht command gw was then advanced to the lesion to successfully complete the procedure. Upon removal of the guide wire, it was noted that the coating on the second guide wire had also peeled. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.